Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Data logs returned for review. Saturated flow/pump stop: lt logs from 11/17 to 11/27 showed no saturated flows, pump stop issue. Data logs returned are insufficient for lt logs in relevance to pump stop timeline. The cause of saturated flow/pump stop issue was not determined due to inconclusive log evidence and since no product was returned. Device in wrong position: as per clinical, heart surgeon had pulled out the impella out of ventricle prior to the explant. It was correctly positioned in ventricle prior to that. The cause of device in wrong position is use related since pump was pulled out of ventricle. Thrombocytopenia/major bleed: the cause of the injury was not determined due to insufficient clinical details. Thrombosis: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the complaint pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced an unexpected pump stop. The pump was restarted with saturated flow and high motor current. The pump was explanted and the patient was put on ECMO. Later, the patient was diagnosed with heparin induced thrombocytopenia. The patient is in stable condition.